Manufacturer narrative:
Pump received with the operating currents within spec. And passed the a21 error test, self test, and the displacement test however, pump alarmed a33 during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/a33 test, dat test, and excessive no delivery test due to a33 alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at about 2:30 a.m. Due to high blood glucose and diabetic ketoacidosis. The customer stated that when she woke up one morning she felt lethargic and could not breath. The customer¿s blood glucose level at the time of admission was 1204 mg/dl. They were treated with insulin drip, intravenous fluids, and she was switched to manual injections. Their current blood glucose level was 360 mg/dl. Troubleshooting was performed. It was noted that the drive support cap was sticking out. They did not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).